Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom mobile continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and confirmed customer complaint. Based on visual inspection, testing concluded that the sensor wire for (B)(4) is detached from the sensor pod and housing puck. The reported event of detached/missing sensor wire was confirmed. A root cause could not be determined.